Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection was performed on the returned device. The instrument exhibits some scratches and abrasions. It was also noted that the external rotation measurement changed by skipping gears without squeezing when sufficient force is applied on the sides. As per surgical technique external rotation setting can be done by squeezing. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. It was discovered that the reason the instrument would rotate to different angle without using the locking mechanism was due to failure of the gear mechanism, by which one part rotates when unlocked. However, the exact cause for this kind of failure is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty the sizing guide did not lock into place very well. No adverse events have been reported as a result of the malfunction.